Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient¿s right leg was burning and couldn¿t hardly touch it or have clothes on it. It was noted to be a ¿different pain in the right leg". The patient noted that it was definitely better with the stimulator on. A reprogramming session was scheduled for (B)(6) 2015 and it helped resolve the burning pain in the right leg. The cause of the pain was unknown. The issue was resolved and the patient was receiving effective therapy. Additional information was received from the company representative (rep) on april 26th 2016 stating that the patient was scheduled for explant that day. The patient didn't think that it helped much anymore. The healthcare provider (hcp) agreed to explant. The indications for use were degenerative disc disease and spinal pain.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.